Manufacturer narrative:
(B)(4). Date sent: 3/21/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, stapler stuck on tissue and unable to open after troubleshooting the device. A second stapler was opened and they cut stuck stapler out, but they had to sent to lab. Pathology to force jaws open. No patient harm was reported.